Event description:
During a routine shift check by a clinician, the device does not power up and displays a red "x" indicator. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the product.